Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object on the tip of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): "IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).". Olympus will continue to monitor field performance for this device.